Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. The lead had dislodged. A revision procedure was performed to reposition the lead however unsuccessful as the physician had accidentally cut the lead. The lead was surgically capped and abandoned. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.